Event description:
It was reported that during use of the custom tubing pack there was a leak. It was stated that there was blood leaking from the 3 gang manifold, necessitating the replacement of the manifold. The leak originated from a component. An unplanned blood transfusion was not required. Additionally, a crack was identified on the venous side hub. A complete crack/break/hole did not occur. The same leak did not appear in multiple packs. The device was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/cracks in one of the luer connections. During the cleaning pro cess there was a leak observed from the damaged/cracked luer port. Reason for return was confirmed. Correction d2. (Product code) & d2.1 (common device name): these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.